Event description:
It was reported that during an unknown procedure, after firing, the device cut about 1/2 the circle. The staples came through the tissue, but did not form a b. Took the stapler and anvil out, and had to resect again and then opened a new device from the same lot number and it fired just fine. No patient consequence.